Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges. There was no impact to the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.